Event description:
The initial reporter stated that they received questionable ise results for one patient sample tested on the cobas 6000 c (501) module. Of the provided test data, the sample had erroneous results that were reported outside of the laboratory for ise indirect k, ci for gen.2. The results were immediately questioned by medical personnel and the sample was repeated. The repeat results were believed to be correct. Prior to initial testing on the c 501 analyzer, the sample was processed on a modular pre-analytics system. The sample initially resulted with a k value of 7.05 mmol/l accompanied by a data flag. When repeated, the k result was 4.97 mmol/l. The sample initially resulted with a cl value of 66.5 mmol/l accompanied by a data flag. When repeated, the cl value of 102.8 mmol/l. The patient was not adversely affected. The k electrode lot number was u11, with an expiration date of 24-sep-2019. The cl electrode lot number was e38, with an expiration date of 21-oct-2019. The field service engineer was unable to determine a cause. He could not duplicate the problem. Ise check results were good. Controls were within the customer's expectations. Calibration and controls were acceptable on the day of the event. The centrifugation time was too short according to tube manufacturer recommendations. The investigation could not identify a product problem. The cause of the event could not be determined.